Event description:
Bilateral augmentation 1987 with mcghan double lumen implants. Developed capsular contracture on left. Has undergone closed capsulactomies in past but they haven't worked. Now having pain in left. In 2006, pt underwent left breast capsulectomy and implant removal. Implant removed intact. Silicone intact. No rupture or bleed. Saline gone. Pt augmented with mentor silicone implant 225cc.